Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that there was infection and erosion of the implant pocket. It was also reported there was low impedance and an undefined "lead insulation issue" on the right ventricular lead. The lead was extracted. No patient complications were reported as a result of this event.